Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Device disposition is unknown. Attempts to obtain additional information have received no response. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via facility medwatch report ((B)(4)) that during a rotator cuff repair, the tip of an arthrex multifire scorpion needle broke off inside the patient. A small piece could not be retrieved. The needle piece is embedded in the patient's tissue and cannot be felt or seen on x-ray. The procedure was a right shoulder arthroscopy, clavicle excision, and rotator cuff repair. Medwatch report lists date of event as (B)(6) 2019 with no specific date. On (B)(6) 2019 will be used as date of event until additional information can be obtained. Additional information obtained 5/14/2019: maude review showed the date of event as (B)(6) 2019. Update 5/23/2019: several attempts have been made to obtain additional information from the facility medwatch report with no response received.